Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician placed a penumbra system jet 7 reperfusion catheter (jet7) with a non-penumbra microcatheter at the target vessel and made a successful pass using a non-penumbra stent retriever. However, while retracting the stent retriever back into the jet7, the physician experienced resistance and it became caught in the inner liner and wire of the jet7. Consequently, pieces of the catheter were removed with the stent retriever. Therefore, the physician removed the jet7 and the stent retriever. The procedure was completed with a new jet7 and a new stent retriever with the same microcatheter. There was no report of an adverse effect to the patient.